Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing ref: 3008452825-2020-00522, 3005334138-2020-00469, 3008452825-2020-00524. During the atrial fibrillation ablation procedure, a pericardial effusion was noted following transseptal puncture and collection of left atrium points. An ice catheter confirmed the effusion and a pericardiocentesis was performed to stabilize the patient.